Event description:
It was reported that the pt's left primary triathalon knee, which was implanted approx 4 years ago was revised on (B)(6) 2012 as the pt was experiencing pain for the past 18 months. The surgeon thought, the pt was in excessive valgus and sent pt for 2 other opinions and both other doctors though that pt was only slightly out of alignment. Surgeon removed poly, femur and tibia. The patella remains implanted.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5510-f-101, lot# unk, description: triathlon-cr femoral componentcemented #1 left. Cat# 5520-b-100, lot # unk, description: triathlon-prim tib baseplate cemented #1. It cannot be determined which, if any of these devices may have caused or contributed to the event.